Event description:
It was reported that every time ¿it was set¿, the patient got pain in the scrotum and then it went away and didn¿t come back. It was then clarified that it came back but was not frequent. The day of the report, the patient had been going to the bathroom every 15 minutes. The symptoms came back enough to where stimulation was increased from 3.4v to 4.4v on program 2. That was when the pain reportedly started but the patient was still using the bathroom frequently at 4.4v. It was noted that the voltage had been turned up before. The reporter indicated that the patient met with their healthcare provider the week prior to the report. It was later reported that the patient could not feel stimulation at 4v. Therefore, stimulation amplitude was subsequently increased in increments of .1v until 4.4v. The reporter waited 10 to 15 seconds between each time the amplitude was raised but the patient was not feeling stimulation at 4.4v. When amplitude was increased to 4.5v, it was uncomfortable for the patient. When it was subsequently decreased to 4.4v, the patient could not feel anything for about 40 seconds to a minute, then the patient could feel ¿a strong stimulation off and on about every 30 seconds or so." If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va08ezq, implanted: (B)(6) 2013, product type lead. (B)(4).